Manufacturer narrative:
Inadequate spinning of samples was reported for the centrifuge. Customer had to spin multiple times to separate the tubes. No change to pt management or erroneous results were generated.

Event description:
Customer reported the unit was not spinning well.